Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received three inappropriate shocks. Review of data showed low r-wave amplitudes. The lead was capped and replaced.